Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead, resulting in multiple inappropriate shocks, patient pain, and emotional distress to the patient and witnessing family members. Damage to the rv lead was reported. Device currently remains implanted. Should additional information be received, this file will be updated.